Event description:
The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis showed the device charges but does not deliver a charge. Upon further analysis, the no-delivery condition was confirmed and was shown to be caused by a faulty tantalum capacitor which is used to filter and hold the supply voltage for an integrated circuit.